Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the reported issue was due to process residue on the analog pcb assembly at leg 3 of capacitor, designator c156. The customer was sent a replacement.

Event description:
The customer contacted physio-control to report that their device had a service wrench icon in its readiness display. Upon device evaluation, physio observed that device had logged multiple event codes into its memory and would not recognize a shockable rhythm. The device would therefore not provide a defibrillation shock if needed. There was no patient involved in the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service wrench icon in its readiness display. During device evaluation, physio observed that device had logged multiple event codes into its memory and would not recognize a shockable rhythm. The device would therefore not provide a defibrillation shock if needed. There was no patient involved in the reported event.